Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoluminal aortic aneurism repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure inside the patient, the distal tip of the hydra jagwire guidewire unraveled, three strands were observed, when an intravascular snare was used to capture the end of the guidewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the directions for use indicate ¿the hydra jagwire guidewire is indicated for use in selective cannulation of the biliary ducts including the common bile, pancreatic, cystic, right and left hepatic ducts and to aid in the placement of diagnostic and therapeutic devices during bronchoscopic procedures.¿ the surgeon stated ¿the wire was 450cm long which was desirable and was also aware the product was an endoscopic guidewire.¿

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip peeled. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.